Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (does not recognize battery packs) was confirmed. As received, the charger/modem was resetting. Upon evaluation, the charger exhibited a bga failure at pld component u1003 and pxa component u104 on ca board sn (B)(4). Investigation of bga chips completed. (B)(4). Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain (p010030/s041) was approved by FDA on 4/16/2013. Implementation began on (B)(4) 2013. No adverse event resulted from the defective charger/modem.

Event description:
A us distributor contacted zoll to report that a patient's charger was not recognizing the battery packs to initiate charging.